Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04516 / 04517).

Event description:
It was reported that a patient enrolled in the (B)(4) underwent a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to lysis and metal synovitis. The modular head and taper insert were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in the m2a magnum study underwent a total right hip arthroplasty on (B)(6), 2005. Subsequently, patient was revised on (B)(6), 2012 due to lysis and metal synovitis. The modular head and taper insert were removed and replaced. Additional information from patient's legal counsel reports patient allegations of pain, soreness, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, lack of mobility and range of motion, and metal synovitis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.